Manufacturer narrative:
The product has been requested to be returned but has not been received. MFR references (B)(4).

Event description:
The customer reported that the zipper teeth do not align on the side panel. The issue was identified during set-up in the warehouse and there was no pt contact.